Event description:
On august 4, 2015, 3m espe was informed of a patient who had received a crown made from 3m espe lava ultimate cad/cam restorative for cerec who subsequently required endodontic treatment to relieve persistent sensitivity. The patient had a prior crown on tooth #31 under which it was noted there was recurrent caries; additionally, during the re-preparation of the tooth, it was noted that the site may have become contaminated with saliva from the patient's tongue. The lava ultimate crown was seated on (B)(6) 2014. The patient reported sensitivity, sinus drainage and ear pain on (B)(6) 2015, at which time the bite was found to be high and adjusted. On (B)(6) 2015, the patient was still reporting transient sensitivity to temperature and pressure; a periapical x-ray did not identify a potential cause for the pain. During preparation for endodontic treatment on (B)(6) 2015, it was noted that the lava ultimate crown came off. After the endodontic treatment, the patient reported additional sphenomandibular ligament pain.